Manufacturer narrative:
If implanted; give date: not applicable as this is not an implantable device. If explanted; give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following cataract surgery, the patient returned for the 6-hour postoperative visit. The intraocular pressure (iop) left eye (os) was 36mmhg. The left eye was treated with iop reducing mediation. The patient returned for the 1-day postoperative visit on (B)(6) 2016. The intraocular pressure os was 10mmhg. The adverse event was considered resolved without sequelae and the iop-reducing medication was discontinued. Patient recovered. No further information was provided.

Manufacturer narrative:
Device evaluation the healon was not returned to the manufacturer. Therefore product testing could not be performed on the actual lot used by the customer. Visual inspection on retained products was performed and 48 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution were clear and colorless. All components were included in the products and were without defects. Product deficiency was not found on retain samples. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the healon was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.